Event description:
Per the audiologist, there was no measurable neural response telemetry in the operation room or post operatively. The patient reported non-auditory stimulation when the cochlear implant was activated. A CT scan revealed the electrode array was not in the cochlear. The patient's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report filed, november 13, 2008.